Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Device history records: since the subject device was manufactured over 15 years ago, the device records could not be checked. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4) was initiated by another facility for the same device. Conclusion: the root cause could not be identified due to the age of the device and the device not being returned. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during reprocessing, the camera head displayed a noisy image. The device had horizontal stripes in the image, but without images, and the object was not visible. There were no reports of patient harm associated with this event. The olympus filed service engineer (fse) went to the facility on site and confirmed that the camera head was working well without any faults. The fse identified that the otv-sc/video system was defective and was the cause of the noisy image. The user stated that they will be discarding the video system device due to its age. The camera head device will not be returned.